Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The gender of the baseline characteristics is male and the baseline age is 62 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: first time description of early lead failure of the linox smart lead compared to other contemporary high-voltage leads. Journal of interventional cardiac electrophysiology. 2018; 52(2):173-177. Doi: 10.1007/s10840-018-0372-9. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were lead ¿failures,¿ which could include non-physiological high rate oversensing, out of rang impedance, failure to sense, capture, or defibrillate. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.